Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping and capture and entrapment of device with the anatomy resulting in gripper actuation issue appears to be related to the patient¿s anatomy (pacing lead). The reported foreign body in patient and tr appear to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed on the eustachian valve. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative tricuspid regurgitation (tr) and pacing lead in the right ventricle for a triclip procedure. During the procedure, triclip was interacted with the lead. Advanced maneuvers were utilized to avoid the interactions in the right atrium (ra) and right ventricle (rv). Grasping was hindered by the lead. There was difficulty capturing leaflets and lowering the grippers. It was decided to remove the clip, and the clip was removed from rv. However, it was challenging to retract the clip to the guide and remove the clip from ra. It was identified that the tissue from the eustachian valve was lodged in the triclip. Physician tried to remove the triclip from the valve but was unsuccessful and was decided to deploy the clip on the eustachian valve. All steps were performed as per IFU during the preparation and procedure. The final tr was grade 4+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative tricuspid regurgitation (tr) and pacing lead in the right ventricle for a triclip procedure. During the procedure, triclip was interacted with the lead. Advanced maneuvers were utilized to avoid the interactions in the right atrium (ra) and right ventricle (rv). Grasping was hindered by the lead. It was decided to remove the clip, and the clip was removed from rv. However, it was challenging to retract the clip to the guide and remove the clip from ra. It was identified that the tissue from the eustachian valve was lodged in the triclip. Physician tried to remove the triclip from the valve but was unsuccessful and was decided to deploy the clip on the eustachian valve. The final tr was grade 4+. There were no adverse patient effects or clinically significant delays reported.